Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: underweight, broken shell and others, white biological tissue particles on the shell, missing a piece of shell (0-25%) and crease fold. A microscopic analysis was performed which identified: broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported a right side rupture and exchange due to the patient¿s concern with the product. Device has been explanted.